Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient presented with a 4-day history of fatigue associated with an episode of dark black stools. Patient initially presented to (B)(6) regional medical center on (B)(6) 2019 and was found to have a hemoglobin of 4.8, international normalized ratio was 2.24 and hemoccult was negative. Transfused with 2 units of packed red blood cells with appropriate response. Transferred to (B)(6) for further management. Gastrointestinal consulted. Underwent esophagogastroduodenoscopy/colonoscopy on (B)(6) 2019 which revealed a dieulafoy in the duodenum, status post argon plasma coagulation and clip. Aspirin and warfarin restarted post procedure. Speed decreased to 5500 rotations per minute. Given bleed.